Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise. The right ventricular lead was explanted and replaced. The patient was discharged following the procedure.